Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis of the pump indicated there was no anomaly found. Analysis of the catheter indicated that there was no significant anomaly found. However, analysis did identify a connector tear in the seal near the guide ring.

Event description:
(B)(4): information was received from a healthcare provider (hcp) via a company representative, regarding a patient who was receiving an unknown drug via an implantable pump. Indications for use included non-malignant pain. Concomitant medications and patient history were not available. An unspecified difficulty occurred during normal pump and catheter use. No troubleshooting was performed. As a result of the hcp's concerns with the quality of the manufacturer's implanted systems, the hcp decided to perform a routine replacement of the system with another manufacturer's product on 2015-07-23. No patient symptoms were reported. No interventions were performed, besides replacement. The pump was explanted and replaced and the catheter was partially explanted; it was trimmed and tied off. Both the pump and the partial catheter were returned; it was requested that the pump be evaluated to make sure it was working correctly. As of 2015-07-23, the patient status was reported as "alive - no injury," and the hcp had no further information. The device manufacture representative reported that they were of the understanding that there was no known issue with the pump. The device manufacture representative believed the intention was to document that the pump was functioning within specification. It was later reported by another device manufacture representative that they were not aware that there was any issues with the pump that was explanted, but it was sent in for analysis to document whether or not the pump was functioning within specifications. Follow-up is being conducted. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).